Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during the third dwell cycle of peritoneal dialysis therapy. The nurse stated that the patient line did not look like it had been primed or connected properly. The technical services representative (tsr) assisted the nurse in clearing the alarm and advised her to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of this event can be attributed to incorrect priming and connection of the patient line. Should additional relevant information become available, a supplemental report will be submitted.